Event description:
The user facility reported a 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a loss pulse in right foot overnight. Echocardiogram (echo) showed heavily calcified arteries and small arteries the down the leg. No information was provided on any intervention performed for the limb ischemia. It was also reported the patient had an episode of atrial fibrillation while on impella cp support. The patient was administered amiodarone, and the pump position was confirmed under transesophageal echocardiography.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.